Event description:
Additional information has been received that the patient had a diagnosis of glaucoma, very mild pco (posterior capsular opacification) for which laser will not help the vision and glistening was discussed with the patient. The patient also had negative dysphotopsia in both eyes (ou), so no treatment is required for it.

Manufacturer narrative:
Additional information has been provided in a,1.,a.2.,b.5.,b.6.,b.7.,h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had glistening's (fluid droplets behind the lenses). The ophthalmologist advised the patient that the glistening's are likely the result of the manufacturing process of the lenses. The patient has issues with their night vision, specifically glaring and blurry vision, as a result and patient experienced difficulty seeing in low light. Additional information has been requested. There are two medical reports associated with same event. This file belongs to left eye.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.